Manufacturer narrative:
Findings: pump passed displacement test and basic occlusion test. Unable to prime during prime test due to faulty sensor resistor. Unable to confirm excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Pump received with cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery and motor error during basal delivery. The patient's blood glucose level was unknown at the time of the call. Customer does not use the sensor feature on the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.